Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal episode, cardiac arrythmia, and renal dysfunction could not be conclusively determined through this evaluation. The patient¿s cardiac CT final report was submitted for review. The final report states that the patient had a cardiac CT angiogram with contrast for cardiac structure. The CT scans confirmed that the patient had a normal cardiac configuration without anomaly or defect. There was no thrombus seen at the inflow cannula of the lvad, as well as no thrombus or stenosis of the outflow graft. The patient remains ongoing on the hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm 3 lvas instructions for use (IFU) is currently available. The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 1 of this IFU, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia and renal dysfunction, that may be associated with the use of the hm 3 lvas. Cardiac arrythmia may be a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the ziopatch results revealed non-sustained ventricular tachycardia (vt) with left bundle branch block. Both the syncope and the arrhythmia resolved without sequalae on (B)(6) 2023. While inpatient, it was decided to implant an implantable cardioverter defibrillator (ICD) and their warfarin was being held in preparation. The ICD was implanted on (B)(6) 2023 and the patient was to be discharged home. The patient was also having renal dysfunction, with a creatinine increased to 1.55 milligram/deciliter (mg/dl) from 0.9 mg/dl.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2023 after a syncopal episode. The patient reported that while in bed and trying to reach for a left ventricular assist device (lvad) equipment, they slipped out of bed and fell on the floor. They hit the back of their head and reported to have lost consciousness for approximately 90 seconds. They were seen for routine follow up on (B)(6) 2023 and a computed tomography (CT) scan showed no acute abnormality. However, given the patient was on warfarin with a supratherapeutic inr, they were admitted for observation and their warfarin was to be held and the patient was being monitored. The patient was discharged home after their repeat CT was negative for bleeding and their warfarin was resumed. Additional information was received that while admitted, telemetry monitor showed a couple of episodes of non-sustained ventricular tachycardia. Electrophysiology was consulted and a cardiac monitoring patch was placed to monitor for arrhythmias. Although the patient had a history of arrhythmia before the left ventricular assist device (lvad), there was no available information about the type of arrhythmia. The arrhythmia was not considered to be lvad or therapy relate and did not result in clinical compromise. No treatment was performed.